Event description:
Pt's surestep meter would not power on. The meter would not power on for one day. Pt takes insulin based on a sliding scale. On the day of the event when they could not test on the meter pt took some insulin based on how they were feeling. Pt does not remember the amount of insulin. The entire day their mouth was dry, which can be caused by high blood sugar. In the evening, approx 9:00 pt went to the hosp because they still felt hyperglycemic. Blood sugar was tested at the hosp and the result was 470mg/dl. Pt was treated with insulin and kept for observation. The issue with the surestep meter was not resolved.